Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of a blocked catheter could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the medication would not pass through the catheter during an attempt to administer an epidural. Another kit was used successfully. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned one epidural catheter and snaplock adapter for investigation. A visual exam was performed and no defects were observed on the snaplock. It was also observed that the catheter was used as biological material was present between the catheter coils. No defects or anomalies were observed. A functional flow test was performed on the returned components. Flow was immediately established to the distal end of the catheter. No blockages were found. A DHR review was performed on the epidural catheter with no relevant findings. The reported complaint of difficulty injecting through the epidural catheter was not confirmed based upon the sample received. The returned components passed a functional flow test. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned epidural catheter or snaplock adapter.

Event description:
The customer alleges that the medication would not pass through the catheter during an attempt to administer an epidural. Another kit was used successfully. No patient injury reported.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the medication would not pass through the catheter during an attempt to administer an epidural. Another kit was used successfully. No patient injury reported.